Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was received for an evaluation and visually inspected. The condition of inverted septum was confirmed. However, the cause of this condition is unknown.

Event description:
A customer reported to baxter (B)(4) of a report that the port of an IV set was defective. This port was closest to the patient, and when a needleless adapter was inserted, fluid sprayed everywhere. There was no patient harm. This condition occurred during an infusion. No additional information is available.